Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the ipg site. The patient stated the ipg seems shallow and loose in the pocket. Surgical intervention is planned for a later date to address the issue.

Event description:
Additional information received identified the patient had her scs ipg replaced. The new ipg was implanted more lateral, closer to her abdomen to help prevent any further movement. Additional follow-up identified the issue was resolved and the patient is doing well.